Event description:
It was reported that the thread of pivot tube support leg is damaged and the pivot screw is missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the leg pivot support had a damaged thread which allowed a screw to fall out. Although this part was damaged, it did not affect any functions and had only made the leg attached to the support slightly loose but still functional. The technician replaced the pivot and screws to resolve the issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the thread of pivot tube support leg is damaged and the pivot screw is missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.